Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization. In (B)(6) 2013, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00x20mm study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented with three days history of shortness of breath, chronic obstructive pulmonary disease (copd) exacerbation with bilateral wheezes. The patient has occasional chest pain, no chills or fever. The patient was then admitted for further evaluation. Cardiac enzymes were noted to be elevated indicative of a spontaneous myocardial infarction (mi). The radiological examination of chest revealed pulmonary hyperexpansion with chronic interstitial changes. Electrocardiogram (EKG) revealed poor r-wave progression with sinus tachycardia suggesting of anterior infarct. The cardiac enzyme value was noted to be trended down to 1.0 ng/ml. The following day, the transthoracic echocardiogram revealed normal left ventricular systolic function. Mild concentric left ventricular hypertrophy. Ejection fraction (ef) estimated at 65%. Mitral valve leaflets appear mildly thickened. Mild mitral annular calcification. Mild mitral valve regurgitation. No mitral stenosis. Mild aortic valve sclerosis. The patient was medically managed with aspirin, plavix beta blocker and statin therapy which will continue on outpatient basis. Three days from the onset of symptoms, the patient was discharged on dual antiplatelet therapy. The patient was diagnosed with pneumonia in (B)(6) 2017 and went into sepsis shock the following day. The patient was hospitalized and treated with medication in response to pneumonia and severe sepsis. Later that month, the patient expired. The primary cause of death was "cardio respiratory arrest."